Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from coaguchek xs meter serial number (B)(4). At 11:15 am the result from the meter with a fingerstick was 2.1 inr. At 04:49 pm the result from the meter with a different fingerstick was 2.8 inr. There was no adverse event. The customer's condition was "stable". The patient was not taking heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in coumadin, no changes in diet, no illness, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 2.5 - 3.5 inr. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 31404821) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.